Manufacturer narrative:
The event of the valve embolization is reported under MDR report number 2015691-2014-02324. The event of the sheath separation was reported under MDR report number 2015691-2014-02327.

Manufacturer narrative:
The device was not returned for evaluation as it was discarded by the site. The event of the valve embolization is reported under MDR report number 2015691-2014-02324. The event of the sheath separation was reported under MDR report number 2015691-2014-02327. Due to product and/or photograph not returned for evaluation the complaint of "balloon burst" and "balloon separated" is unable to be confirmed. DHR review, complaint history analysis and manufacturing mitigation's did not reveal any indications that a manufacturing nonconformance of the delivery system was the source of this complaint. Without the device returned for evaluation, functional testing and dimensional analysis were unable to be completed and therefore, a manufacturing non-conformance was not able to be identified. It was noted that the patient had a porcelain aorta. Therefore, patient anatomy (porcelain aorta) and procedural factors (multiple balloon inflations) most likely caused the balloon to burst. This is consistent with the root cause outlined in a technical summary written by edwards, ¿risk of balloon burst in a calcified aortic annulus¿. It is probable that the balloon separation occurred due to protruding material from the ruptured balloon which most likely caught onto the distal end of the esheath during removal. It is possible that excessive force during removal may have contributed to the balloon separation. This information suggests that patient factors (severe calcification), and handling (use of excessive force to remove the device) might have caused the balloon separation. Due to no device returned and no pictures attached to the case file, the complaint is unable to be confirmed. Since no manufacturing non-conformances were identified in the product evaluation, and no labeling or IFU/training inadequacies were identified and complaint history for this trend category did not reveal that the occurrence rates were over control limits for september 2014, a corrective/preventive action or a pra are not required.

Event description:
As reported by our (B)(6) affiliates, during attempts to secure an embolized valve, the delivery system (ds) balloon burst, and the nose cone and distal part of the catheter separated and remained in the patient. While trying to retrieve an embolized 29mm sapien xt valve through the patient¿s porcelain aorta, the valve could not be pulled back through the narrow calcific descending aorta. In addition, the valve could not be deployed in the ascending aorta as its diameter was bigger than the valve. Many attempts were made to secure the valve in the ascending aorta by inflating the ds balloon at specific locations. As a result, the (ds) balloon burst, forcing the physicians to retract the device. While removing the nf+ system, the now shriveled ds balloon stayed caught on the distal portion of the slit esheath. The distal portion of the catheter, (from the nose cone to the valve markers, as well as the radiopaque marker), dislodged and remained in the patient's abdominal aorta while the rest of the system was retracted. Many unsuccessful attempts were made to snare the remaining pieces of the catheter and restore normal blood flow back into the abdominal aorta. Finally, two covered stents were deployed adjacent to the area and normal blood flow was observed. The nose cone and distal portion of the catheter were left inside the patient. The embolized valve was secured in the aortic arch using a buddy ballooning method. The patient remained in stable condition throughout the entire procedure. He left the room intubated and was admitted to the ICU. The following morning he was extubated and no cva was observed. He was sitting up in bed talking and 48 hours post procedure was sitting on a chair eating. The patient had a porcelain aorta.

Event description:
As reported by our (B)(4) affiliates, during attempts to secure an embolized valve, the delivery system (ds) balloon burst, and the nose cone and distal part of the catheter (up to the second valve marker) was left in the patient. The patient had a porcelain aorta, so the embolized 29mm sapien xt valve could not be pulled back to the narrow calcific descending aorta and could not be deployed in the ascending aorta as its diameter was bigger than the valve. Many attempts were made to secure the valve in the ascending aorta by inflating the ds balloon at specific locations. The (ds) balloon burst, forcing the physicians to retract the device. While removing the nf+ system, the now shriveled ds balloon stayed caught on the distal portion of the slit esheath. The distal portion of the catheter, from the nose cone to the valve markers, as well as the radiopaque marker dislodged and remained in the patient's abdominal aorta while the rest of the system was retracted. Many unsuccessful attempts were made to snare the remaining pieces and restore normal blood flow back into the abdominal aorta. Finally two covered stents were deployed adjacent to the area and normal blood flow was observed. The nose cone and distal part of the catheter, up to the second valve marker, as well as the marker of the sheath, were left inside the patient. The embolized valve was secured in the aortic arch using a buddy ballooning method. The patient remained in stable condition throughout the entire procedure. He left the room intubated and was admitted to the ICU. The following morning he was extubated and no cva was observed. He was sitting up in bed talking and 48 hours post procedure was sitting on a chair eating.

Manufacturer narrative:
The device was not returned for evaluation as it was discarded by the site. The event of the valve embolization is reported under MDR report number 2015691-2014-02324. Per the instructions for use (IFU), balloon rupture and balloon separation following balloon rupture are potential risks of the tavr procedure. The physician training manuals recommend that the user not use excessive force when removing the balloon if the inflation balloon bursts during deployment. Transcatheter delivery balloon burst complaints have been previously investigated by edwards and documented in technical summary written by edwards ¿risk of balloon burst in a calcified aortic annulus¿. A detailed root cause analysis revealed that it is very unlikely that a product defect contributes to this type of event. There are extensive manufacturing inspections in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing performed to every manufactured lot). The thv delivery system balloons are subject to increased risk of burst due to contact with a highly calcified annulus. Analysis revealed that these types of ruptures are typically caused by puncture from calcium on the native aortic valve when the inflated delivery system balloon comes in contact with the native annular calcification at full inflation/deployment. In addition, the balloon burst increases the possibility of an obstacle (i.e. Patient's anatomy or sheath tip) interfering with retraction of the balloon/balloon material. The physician training manual provides the following instruction: if the inflation balloon leaks or bursts, do not use excessive force when removing the balloon. In this case, the multiple ds balloon inflations in addition to the patient¿s porcelain aorta likely contributed to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.